Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 in the auxiliary had failed. A field service engineer logged into hardware test application and found both drawers were functioning normally. However, drawer 4.2 had three pockets that were not recognized. The pockets were ejected and reinserted, resolving the issue. The station was then rebooted, clearing the final read/write failure. The drawers were tested in the application and found to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.